Event description:
It was reported that during a cholecystectomy procedure, after the fourth time firing, the clip went the wrong direction (skew). After that the device didn¿t work anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed seventeen scissored clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found broken, however no anomalies were noted with the internal components that would have been caused the premature lockout. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.